Event description:
Event description boston scientific (bsc) crm received information that during this pacemaker replacement procedure for normal battery depletion, the physician noted this right atrial lead was stuck in the device header and broke off. The physician surgically abandoned the right atrial lead and implanted a new single chamber device as the pt was in chronic atrial fibrillation. The device was returned for analysis due to the lead stuck in header allegation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed all telemetry operations were normal and normal interrogation was observed on the zoom programmer. The device passed all manual electrical measurements and paced and sensed normally during testing. Further inspection of the device header noted the header was loose and the lead pin was returned in the atrial lead barrel. Microscopic visual inspection noted that the atrial tip feedthrough wire broke and a hole was noted in both seal plugs. Body fluid contamination was noted in both connector blocks. Evidence of silicone to silicone bonding was noted in both the atrial and ventricle inner seal rings which was determined to be the cause for the atrial lead stuck in the header of the device.